Manufacturer narrative:
During testing, several attempts were initially required to adjust the performance level of the returned valve, but all subsequent adjustments were made with a single attempt. The valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It is unknown if the patient¿s valve site had been exposed to strong magnets. The instructions for use that accompany the device caution that ¿devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. All magnets have an exponentially decreasing effect on the valve the further away they are located.¿ the returned valve was patent. However it did not meet the requirements for reflux, leak, preimplantation, or pressure-flow testing due to the presence of multiple tears in the valve¿s exterior surface. It is unknown how or when this damage occurred. The instructions for use also caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient initially responded well after the device was implanted, and that their treatment had been transferred to another hospital. The report states that approximately one year later the patient began experiencing symptoms that were attributed to the improper performance of the device. Reportedly the patient was admitted to the hospital where the physician had adjusted to pl setting to pl 0.5. According to the report, the valve¿s pl setting was rechecked after the patient subsequently had ventricular dilation and increased symptoms, such as vomiting, and it was found to have changed to 2.5. The report states that the patient¿s symptoms were relieved when the valve was re-adjusted to pl 0.5, but that the physician decided to revise the device after it had undergone several additional inadvertent changes, including a change to pl 1.5 the day before the revision. The report states that the physician had confirmed the valve¿s pl setting by x-ray imaging to ensure the adjustment tool was working properly.